Manufacturer narrative:
(B)(4)

Event description:
It was reported " the catheter was in use without leakage alarm at. At the end of the treatment, when the balloon was ready to be withdrawn, it was found to be stuck near the iliac artery, and a vascular surgical incision was sought before the balloon could be removed, and a large thrombus was found to be present in the interior of the balloon after it was broken open". Additional information states that a surgical incision was made to remove the balloon. The patient's current condition is reported as "fine".

Event description:
It was reported " the catheter was in use without leakage alarm at. At the end of the treatment, when the balloon was ready to be withdrawn, it was found to be stuck near the iliac artery, and a vascular surgical incision was sought before the balloon could be removed, and a large thrombus was found to be present in the interior of the balloon after it was broken open". Additional information states that a surgical incicion was made to remove the balloon. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint for blood in the helium pathway is confirmed based on the video provided. The product was not returned for investigation. The video shows an iabc bladder with blood inside it. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blood in the bladder. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.